Event description:
It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent a lead revision procedure on (B)(6) 2022 during which both leads were explanted and replaced. Effective therapy was restored post-operatively. It is unclear which lead contributed to the issue.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs octrode lead, model: 6172, UDI: (B)(4), serial: (B)(4), batch: 6848347.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.